Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operation.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement. It was reported that the system was unable to connect to the reference frame. Issue occurred after original reference frame had been damaged and removed from the procedure. System prompted user to delete the original registration or add a second dynamic reference frame. Surgeon attempted to restart and add the bad and good trackers in different orders in order to proceed without resolution. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was a reported delay to procedure of greater than an hour due to this issue.